Manufacturer narrative:
Please reference related manufacturer report number 2015691-2021-01074. The commander delivery system was returned to edwards lifesciences for evaluation. During visual analysis, an inflation balloon burst in longitudinal and radial tear was observed. A balloon piece was observed to be missing (per the fcs, balloon was intact after removal from the patient. However, while rinsing the device on the back table, part of the balloon was ripped). During dimensional inspection, the inflation balloon single wall thickness was measured along the edges of the burst location and were found to meet specification. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, thv deployment: check to ensure thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or deployment. Possible aortic movement during initial deployment. A slow controlled inflation during initial deployment may help with stability of the delivery system and thv. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for balloon burst was able to be confirmed through visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the balloon ruptured at full deployment, the patients native annulus measured 430 to 452mm, and there was mild calcification of the annulus and leaflets. The valve was deployed with 2cc of additional inflation volume. It was noted that patient had calcification present in the annulus and in the leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, the prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors contributed to the event. Available information suggests that patient factors (calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event. The complaint for balloon burst was able to be confirmed through the provided imagery and the returned devices. Available information suggests patient factors (calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. The investigation is ongoing.

Event description:
During deployment of a 23mm sapien 3 ultra valve in the aortic position, the balloon ruptured at full inflation. The devices were able to be removed without issue. There was no injury to the patient. The balloon was intact after removal from the patient. However, while rinsing the device on the back table, part of the balloon was ripped. The patients native annulus measured 430 to 452 mm and there was mild calcification of the annulus and leaflets. The valve was deployed with 2cc of additional inflation volume. Bav was not performed. After the patient went back to recovery, their leg developed ischemia. A thrombectomy was performed as thrombus was obstructing blood flow. Per the cardiologist, the event may have been a result of tight vessels and difficulty advancing the valve, or possibly due to the balloon and sheath being removed as a unit after the balloon ruptured.